Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18778 - device 3 of 3

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced issue of 3 infusion sets being kinked on (B)(6)2024 and (B)(6)2024. The blood glucose level was 300 mg/dl for first event, 408 mg/dl for second and 290 mg/dl for the third event. The site for insertion was located at abdomen, upper buttocks. The product was in use for 24 hours, while symptoms being noticed in 3 or more hours after insertion. No further information available